Event description:
Analysis of the lead was completed on 08/26/2014. The lead was returned intact. The condition of the returned lead assembly is consistent with conditions that typically exist following an attempted implant procedure. The (+) white and (-) green electrode ribbons appeared to be stretched and the helices misshaped; indicating the lead assembly had been attempted to be used. No other obvious anomalies were noted. The two sets of setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead assembly were performed with no discontinuities identified. Overall length and resistance measurements of the complete returned lead were determined to be in compliance with those defined in the manufacturing specifications.

Event description:
It was reported that during initial vns implant surgery on (B)(6) 2014, the vns patient¿s implant generator and lead showed high impedance. The lead was replaced and the device showed lead impedance within normal limits. The unused lead has been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
New information corrects the suspect device.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.